Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator did not pass power on self-testing (post). The ventilator was not on a patient at the time of the event. The service engineer inspected the device and replaced the graphical user interface central processing unit (gui cpu) printed circuit board (pcb) and updated the backlight inverter pcbs. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable condition and no errors were recorded in the diagnostic logs. The gui pcb was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u63) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.